Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va16b7r, implanted: (B)(6) 2016, explanted: (B)(6) 2019. Product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va16b7r, ubd: 22-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that patient needed the device replaced because her device stopped helping with her bowel control. Patient stated that her stools were like pudding and the healthcare provider (hcp) tried many times to get her symptom control back to where it was in the beginning. Patient stated that device helped at first but stopped so the device was replaced on (B)(6) 2019. Patient stated that during surgery, the hcp noticed her leads had migrated so everything was replaced. Patient said everything has been working good since. No further complications were reported.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient said they had a fall which broke their lead wire and said that was why their ins was replaced. When asked for event date, patient said they didn't know but maybe 3 years ago. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va16b7r implanted: (B)(6) 2016 explanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.